Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
A patient returned to the hospital twice for tape erosion into the vagina. On the first occasion, the erosion was repaired, but it recurred, and the tape was subsequently surgically removed.